Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the groshong catheter was inconclusive as the clinical conditions could not be replicated. The product returned for evaluation was a 4fr groshong clearvue PICC. The sample contained blood-like residue throughout the catheter interior and fully occluded the catheter. Gross visual evaluation of the device found no evidence of catheter damage. Microscopic examination of the groshong valve showed that it was properly placed and formed. No evidence of occluding material obstructing proper valve function was observed. The valve was measured to be within specification. It could not be determined if the occluding blood residue within the catheter was the result of improper maintenance following use, if clinical conditions affected the device, or by some other cause. No evidence of an improperly functioning valve was observed during the evaluation. A lot history review (lhr) of rear0253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient had a PICC placed on (B)(6) 2017 and came to the hospital for maintenance on (B)(6) 2017. It was found that there was blood reflux in the exposed part of the catheter and the catheter can not be used any longer, so the catheter was withdrawn 2 cm. It was also found that there was blood reflux in the catheter inside the body, so the catheter was removed. There was no blood reflux anywhere except the exposed part. The situation that there was blood reflux in the exposed part had occurred one week after the catheter placement, but the catheter continued to be used after the blood was dissolved. The blood could not be dissolved this time, so the catheter was removed. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rear0253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient had a PICC placed on (B)(6) 2017 and came to the hospital for maintenance on (B)(6) 2017. It was found that there was blood reflux in the exposed part of the catheter and the catheter can not be used any longer, so the catheter was withdrawn 2 cm. It was also found that there was blood reflux in the catheter inside the body, so the catheter was removed. There was no blood reflux anywhere except the exposed part. The situation that there was blood reflux in the exposed part had occurred one week after the catheter placement, but the catheter continued to be used after the blood was dissolved. The blood could not be dissolved this time, so the catheter was removed. No reported patient injury.